Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine at 0.5mg/day. The indication for use was spinal pain. It was reported that the patient was in the emergency room (ER) with signs of overdose. The hcp wanted the pump stopped. The patient had a recent "increase in pump" four days ago (as of (B)(6) 2016). The hcp did not have an 8840 physician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.